Event description:
It was reported that the insulin pump alarmed motor error during the rewind. It was stated that the drive support cap was damaged as well. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. The motor passed the motor test. The unit had cracks on the reservoir tube lip and battery tube threads, as well as a scratched lcd window.